Manufacturer narrative:
D4 expiration date ¿ added. H4 manufacturing date ¿ added. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. Visual and functional testing could not be performed since the device was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The damage noted to the device would be indicative of the as reported defect. The device was not returned for analysis. Therefore, the as reported cannot be confirmed. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that the subject catheter was used to treat left middle cerebral artery (mca) stroke. The physician used the subject catheter to perform aspiration; however, the tip of the radiopaque marker came off at distal end of mca m1 segment. The physician delivered a microcatheter to pass the tip of the marker and deployed a stent retriever to remove the radiopaque marker from the patient¿s anatomy; however, was not successful. The tip of the marker was left attached to the patient¿s vessel wall. Partial recanalization of the vessel was reported. 90 minutes of surgical delay was reported. The patient has left the hospital. No other information was provided.

Manufacturer narrative:
The subject device not returned.

Event description:
It was reported that the subject catheter was used to treat left middle cerebral artery (mca) stroke. The physician used the subject catheter to perform aspiration; however, the tip of the radiopaque marker came off at distal end of mca m1 segment. The physician delivered a microcatheter to pass the tip of the marker and deployed a stent retriever to remove the radiopaque marker from the patient¿s anatomy; however, was not successful. The tip of the marker was left attached to the patient¿s vessel wall. Partial recanalization of the vessel was reported. 90 minutes of surgical delay was reported. The patient has left the hospital. No other information was provided.